Event description:
Olympus was informed that during a laparoscopic cholecystectomy procedure, the distal tip of the trocar spike, measuring 5mm diameter and approximately 2-3 cm in length, become disconnected from the trocar shaft. The users did not detect the trocar spike tip was missing until after the procedure was completed. The users inspected the pt linens and the trocar spike tip could not be located. The pt was examined under fluoroscopy, and a foreign body was noted in the abdomen. The pt was taken back to surgery the same day. An open surgery was performed, and the trocar spike tip was recovered. The pt was discharged from the hospital after an unspecified time. There was no complications reported.

Manufacturer narrative:
The device referenced in this report was returned to the original equipment manufacturer (OEM), olympus winter & ibe for eval. The eval confirmed that the trocar spike tip was detached from the shaft. The trocar spike tip was sent to an independent testing laboratory for analysis, and was determined to be composed of materials other than those specified by the OEM. The OEM is currently conducting an investigation regarding the reported event. A supplemental report will be submitted based upon further info from the OEM's investigation.